Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that after catheter placement, blood oozed out from the joint of the catheter body and the silicon. The device was pulled and replaced. No pt injury.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.